Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
This complaint was created due to a maude database search, report number (B)(4). It was reported that while applying torque to the hercules stabilizer arm, as it was being placed onto the retractor, the metal wire snapped. It is unknown if the product was changed out and the results of the procedure.